Event description:
Reporter alleged obtaining a discrepant blood glucose result of hi (greater than 600 mg/dl) back to back with a result of 170 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. Request was made for the return of the suspect device and replacement product was sent.